Event description:
It was reported that there was a potential of the device overheating.

Manufacturer narrative:
Alleged failure: the 2 drill bit were returned because after the first use (ok-no problem) it rubs when passing (+overheating) through the guide and then it blocks. After confirmation with the brand manager, it is the right drill bit used with the right guide. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) excessive force applied on device, 2) rough handling during reprocessing, 3) improper reprocessing methods, 4) improper drying, or 5) improper storage conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of the device overheating.